Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, there was allegedly no confirmation of blood backflow. It was further reported that the catheter was allegedly found to be broken upon radiograph. Reportedly, there was additionally a slight kink was allegedly found. There was no reported patient injury.

Event description:
It was reported that sometime post a port placement, there was allegedly no confirmation of blood backflow. It was further reported that the catheter was allegedly found to be broken upon radiograph. Reportedly, there was additionally a slight kink was allegedly found. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port isp MRI implantable port attached to a groshong catheter was retuned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. Two compound breaks were noted on the distal end of the catheter. The edges of both compound breaks on the attached catheter were noted to be uneven and surface was noted to be round and smooth on both regions. Splits were noted on the border of both regions. A kink was noted on the attached catheter. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported fracture, suction issue, deformation and identified wear issue. A definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.